Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator system drawer pocket failed. A field service engineer checked in diagnostics, found bin 2 and 3 functioned correctly but bin 1 failed to unlock, ensured the ethernet cable was secure and power cable was connected correctly, replaced faulty interface and relay access controller (irac) board and tested in diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter first name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ es refrigerator drawer was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.